Manufacturer narrative:
The following other devices were also listed in this report: scorpio cr m/s femur w/lfit; cat# 70-5109l; lot# k04k1198a. Series 7000 standard tibia; cat# 7115-0007; lot# t04s1187. Scorpio m-dome patella; cat# 73-0710; lot# r526. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device was retained by the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.

Event description:
Revision of left knee.

Manufacturer narrative:
Review of the device history records indicates the lot was manufactured and accepted into final stock. A complaint history review for similar events for the manufacturing lot was not performed as no device failure mode was identified. The indication for the revision was not provided. The indication for revision was not provided. The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened.

Event description:
Revision of left knee.